Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated she had 2 infusion sets, the first set customer got no delivery alarm and the other set the tape was pulled out too early and the needle came out. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.